Event description:
It was reported in a general comment that during use of the armada 18 balloon percutaneous transluminal angioplasty (pta) catheter, the balloon was unable to completely inflate according to the markers, as an air pocket at the proximal end was noted. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated. D4 - primary UDI number: the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported complaints could not be determined. Possible factors that may contribute to difficulty inflating may include, but are not limited to, manufacturing, damage to the inflation lumen, patient anatomical morphology and patient disease state. In this case, a conclusive cause for the reported inflation issue could not be determined since the device was not returned for analysis and this was reported as a general comment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - medical device problem code: code 1354 was removed.

Event description:
Subsequent to the initially filed report, additional information was received. Complete inflation of the balloon was hindered due to an air pocket observed at the proximal end with no leak identified. However, no pressure loss was detected, therefore the procedure was able to be completed. There were no adverse patient effects and no clinically significant delay in the procedure.